Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant of a right atrial lead. When the lead was placed, it became dislodged. Upon repositioning and connection to a pacing system analyzer, the lead exhibited noise. The lead was explanted and replaced, and the patient was in stable condition with no adverse consequences following the procedure.